Event description:
It was reported to philips that system failed to start due to defective 24v power supply on a allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced defective 24v power supply (pd. Scomp. Dcps_24v_12v_5v); system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).